Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of vein occlusion and scar are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of ischemia and scarring: "contra-indications ¿ do not inject into the blood vessels (intravascular). ¿ juvéderm ultra plus¿ xc must not be used in: - patients who tend to develop hypertrophic scarring;"

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra plus¿ xc in the nose. The patient developed a "vein occlusion" later that evening on the nose tip. On the following day, the patient began treatment with "hds" with additional treatments over the next 2 days. The patient was also treated with heparin, methy prednisone, antibiotics, hyperbaric chamber therapy, mefinal and a growth factor therapy on scar. The patient has been uncooperative which has resulted in the healing process to be slow. Symptoms are ongoing.

Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra plus¿ xc in the nose. The patient developed a "vein occlusion" later that evening on the nose tip. On the following day, the patient began treatment with "hds" with additional treatments over the next 2 days. The patient was also treated with heparin, methy prednisone, antibiotics, hyperbaric chamber therapy, mefinal and a growth factor therapy on scar. The patient has been uncooperative which has resulted in the healing process to be slow. Symptoms are ongoing.